Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au680 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified ise cal for na (serum) running erratic. The service documentation revealed that after total prime the calibration still ran inconsistent. The fse replaced the na electrode and sample pot tubing which resolved the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was provided to applications for additional testing. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified that the na electrode and sample pot tubing required replacement which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
The customer reported ion-selective electrode (ise) calibration for sodium (na) serum was running erratic. There was no report of death or serious injury.